Event description:
It was reported to philips that the system's footswitch had intermittently failed, which can impact imaging. No harm to patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was completed by restarting the system. It was reported to philips that footswitch had intermittently failed. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the issue was most likely caused by an intermittent or faulty connection inside the wired footswitch, possibly due to a loose or damaged internal cable or connector. To resolve the issue, the fse replaced the wired footswitch. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.